Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed 24 jan 2014.

Manufacturer narrative:
This report is filed march 25, 2014.